Manufacturer narrative:
The device was not returned to olympus for evaluation. The exact cause of the reported event cannot be determined at this time; however, based on similar reports, this type of teflon pad is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified therapeutic procedure, a piece of plastic broke off and fell into the patient. The device fragment was retrieved with an unknown device. It is unknown if the intended procedure was completed. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to correct the device lot number and manufacture date. The device was returned to olympus for evaluation. The customer¿s complaint was not confirmed as the probe unit was found intact. A visual inspection was performed on the returned device and found some tissue build up on the jaw. The ptfe pad (teflon pad) was inspected and found it is separated from the jaw exposing metal. The device was connected to the test usg-400/esg-400 and passed the probe check. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. Based on the investigation findings, the damage of the teflon pad can be attributed to no tissue or insufficient tissue between the probe and jaw during activation.